Event description:
A customer contacted haemonetics on (B)(6) 2011 to report that header broke while they were trying to re-seat the disk in the cardiopat machine. No donor or operator injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2011 to report that header broke while they were trying to re-seat the disk in the cardiopat machine. No donor or operator injury was reported. The device has not been returned for eval therefore the reported issue cannot be confirmed. A f/u report will be filed when additional info becomes available. (B)(4).